Event description:
It was reported the patient fell five days prior to report but stated ¿it was just against the wall and I caught myself.¿ it was stated the patient had a loss of therapeutic effect and was currently on program 1 at 3.5 volts but wanted to try switching programs because they were having a return of symptoms. The patient stated "it is like almost before the implant, and there is no pulsing.¿ it was noted there was no lightning bolt on the patient¿s programmer, and stimulation was apparently off. It was stated that this could be why the patient was not feeling stimulation and not getting symptom relief. Reportedly, the patient switched to program 2 at 4.0 volts and would try this setting to see if it helped their symptoms.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient, product ID 3093-28, lot# v558073, implanted: 2010-(B)(6), product type lead. (B)(4).